Manufacturer narrative:
The investigation was started but is not yet concluded. The result will be reported in a follow up-report.

Event description:
It was reported that the device was ventilating a patient who suffered a cardiac infarct on (B)(6) 2017. At 16:30, the user found an abnormal wave pattern which shows flat when the device generated "fio2 low" alarm. Thus, they switched the manual ventilation and then replaced the device. It was further reported that the patient died afterwards. The customer said that the ventilation was stopped at that time but the patient death was related to the underlying disease. A device check performed by the biomed after the event at 18:00 did not pass due to the compress gas sensor calibration error.

Manufacturer narrative:
The affected device was analyzed by dräger service on-site. Initial analysis revealed a faulty pato sensor and after replacement the device passed all tests according to manufacturer specification. Evaluation of the log files at the manufacturer confirmed that a component inside the pato sensor malfunctioned and led to a faulty measurement of the inspiratory oxygen concentration. Ventilation and dosage of the set oxygen concentration is not affected by this malfunction and the device reacted as specified by generating a visual and audible ¿o2 measurement failed" alarm. This pato failure also led to the failed device check after the event. The log files further showed that the device performed a restart of the ventilation unit on (B)(6) 2017 at 16:38. From the log entries, a definite root cause for the restart could not be determined though. During restart sequence, the safety-valve opened to ambient allowing the patient for spontaneous breathing. Ventilation waveforms and parameters are not available during the restart sequence of the ventilation unit which is likely the reason for the reported abnormal waveform pattern. A restart of the ventilation unit lasts approximately 8 seconds and the ventilation resumed automatically with the latest settings.

Event description:
Please see initial report.